Event description:
Two boston scientific mesh devices were implanted into the same patient. This report pertains to the pinnacle. It was reported to boston scientific corporation that an advantage fit sling and a pinnacle prolapse repair mesh were implanted into the patient on (B)(6) 2016. The patient experienced complications and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); vaginal pain; pelvic pain; groin pain; painful intercourse; inability to have intercourse; incontinence not present before implant; recurrent incontinence; damage.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.